Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected for use. The physician noted not being able to identify location of device/sheath on transesophageal echocardiography (tee). The physician pushed and discovered that the was sheath had perforated the heart. Since was sheath was plugging the perforation, only a small effusion was noted. The case was aborted, and the device was not implanted. The patient was taken to surgery to repair the perforation. The patient remained hemodynamically stable throughout the procedure. There were no further patient complications, and the patient is to be discharged.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that a cardiac perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected for use. The physician noted not being able to identify location of device/sheath on transesophageal echocardiography (tee). The physician pushed and discovered that the was sheath had perforated the heart. Since was sheath was plugging the perforation, only a small effusion was noted. The case was aborted, and the device was not implanted. The patient was taken to surgery to repair the perforation. The patient remained hemodynamically stable throughout the procedure. There were no further patient complications, and the patient is to be discharged.